Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device's glucose readings were off by 30-40 compared to unspecified readings from a competitor brand meter. The adc device was not included in the serial numbers checker on the website and not included in the recall. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service was able to reach the customer who confirmed that the reported product issue has already received the replacement and return kit to send the sensor back. In addition, customer also have another sensor that was giving her low readings and already removed and disposed the sensor. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 1 of 2 MDR submission. Reference #: mw5188816 all pertinent information available to abbott diabetes care has been submitted.